Manufacturer narrative:
Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pace/sense right ventricular (rv) lead exhibited a recent decline in r-wave measurement. Additionally, the pace/sense rv lead exhibited intermittent undersensing that did not appear to alter device detections. The pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.